Event description:
It was reported that the patient¿s stomach swelled around her implantable neurostimulator (ins) and it was the size of the softball. The patient¿s healthcare professional ¿did some scraping¿ and put in a new one. Please see MFR. Report #3007566237-2014-02345 for information about the patient¿s previous device replacement. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).